Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Customer's blood glucose level was 183 mg/dl. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate.